Event description:
It was reported that aa4203tl silicone single piece lens was implanted and removed due to a slit in the lens. Another staar lens was implanted and there was no injury to the patient. It was unknown as to what caused the incident.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Evaluation results: visual inspection of the returned lens showed a slit across the lens and a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the device. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).